Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) who reported that the patient was paraplegic and unable to use a scale so her weight at the time of the event was unknown, but her reported weight was 154 pounds and her reported height was 5 feet 2 inches. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient who was receiving baclofen with a concentration and dose of 1500 mcg/ml at 744.4 mcg/day and dilaudid with a concentration and dose of 10.62 mg/ml at 5.26 mg/day via an implantable drug delivery pump for intractable spasticity and other spasticity. It was reported that the patient met with the nurse for a routine refill but the nurse reported a motor stall for 478 hours and 53 minutes after interrogating the pump. It was noted that the patient had an MRI (magnetic resonance imaging) scan about 2 weeks ago (from 2020-03-19), but the patient did not think that the pump was ever checked post-MRI and believed it was the first time the pump had been interrogated since the MRI. Technical services recommended ending the session and then interrogating to check for a motor stall recovery message - a recovery message was confirmed and the troubleshooting resolved the reported issue. There were no patient symptoms or further complications reported.